Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 600 mg/dl. Troubleshooting was performed and there were several no delivery alarms in the alarm history. Found that the customer does not change the infusion set and reservoir as recommended. The customer changes the infusion set and continues using the reservoir, but does not prime the new infusion set. The displacement test was performed and the insulin pump passed the test. It was explained to the customer that the insulin pump was working properly and that the high blood glucose levels may be due to the customer not changing the infusion sets and not priming correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.